Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer reported a blood glucose reading of 400 mg/dl. The customer stated the sensor glucose reading was 100 mg/dl, however, insulin delivery was not suspended due to the difference in readings. The customer reported hardware low level failures alarm, but was able to clear the alarm and rewind the pump. The insulin pump will not be returned for analysis.